Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. On a subsequent visit, replaced the flip-flop handle and across arm brake assembly. Floppy drive was also replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that there was no c-arm lateral movement on the 9800 system. It was also noted that images could not be retrieved from the floppy. There was no report of pt injury.